Manufacturer narrative:
A review of the lhr for fg-PICC-142 lot #09032001 was performed and did not reveal any anomalies or deviations or nonconformances.

Event description:
The complainant reported that when the hydropicc was removed, a "huge clot was in/on the catheter" and was completely occluded.